Event description:
It was reported to the manufacturer, by facility; (B)(6), per facility the rubber part down on the push lever stopper had worn down to the metal. When a patient went to go over to the bed; the bed slid across the floor and the patient went down. No other information has been obtained. (B)(4) has been issued to get bed components back for in-house evaluation.